Manufacturer narrative:
Updated d4 - model # from pt-001443 to 18320. Updated d4 - lot # from ph1k04052451 to pd1k02282441. Updated d4 - catalog # from pod-omni-i1-6220 to ble-i1-529. Updated d4 - serial # to (B)(6). Updated d4 - expiration date from 5/10/2025 to 2/28/2026. Updated d4 - primary UDI number from (B)(4). Updated h4 - device MFR date from 4/5/2024 to 2/28/2024.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 450 mg/dl while wearing the pod between 5 and 24 hours. When removed from the infusion site (back), the pod's cannula was found to be dislodged and bent. No specific treatment information was provided. The pod has been discarded.